Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) has a broken power input module, missing one (1) rubber stand, and claims that the unit overheats. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis - on evaluating this unit, it was discovered that the standby button on the front of the unit was hard to press to initiate the lamp. Physical damage was noted on the power entry module, right side panel, mirror and the mirror holder. The standby membrane, power entry module, right side panel, mirror and mirror holder have all been replaced to correct these issues. Root cause - the unit was received in used condition, with visible damage to the power input. Root cause determined to be mishandling/environmental damage. Components were replaced and functionality restored to unit. No further investigation is required based on risk acceptability, and no manufacturing defects were noted. This issue will be monitored and trended going forward.